Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. Ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation since it was retired and noted as discarded in user facility's system. This incident was not previously reported to belmont. We received the medwatch report #0502280000-2023-8002 on (B)(6)2023 and is therefore being reported now. The risk manager reported that the belmont rapid infuser stopped working and displayed an error message during an emergency trauma surgery. The device having issue was sent to biomed. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. An alarm is generated to alert the user of the condition of the device. The operator manual states the following: check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Press retry to continue. If system was started without ac power present: turn device off. Plug device in. Power on the device and ensure the startup screen reads ac power present. Power off and service machine if error persists. Infusion of the patient can be continued by other means if the error persists. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Per medwatch report, the biomedical technician performed simulation test on the device and ran device at multiple infusion rates but could not duplicate the error. The user facility confirmed that the device involved in the incident was retired, we reached out to them on: (B)(6) in order to get the serial number of the device and gather additional details on the incident. No additional information has been obtained. The user facility reported that there were no clinical consequences for the patient. As the device was retired and not sent back for investigation, no device malfunction could be verified, and the root cause could not be determined. We will continue to monitor this type of incident and take further corrective and preventive actions if required.

Event description:
The risk manager reported that the belmont rapid infuser stopped working and displayed an error message during an emergency trauma surgery.